Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The current electrogram (egm) showed atrial noise causing farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. Atrial trends show stable measurements over the past year. Battery longevity is normal and lead measurements are stable. At this time, the device and the right atrial (ra) lead remain in service and there were no adverse patient effects reported.